Event description:
It was reported that a post-procedure cxr (chest x-ray) revealed a pneumothorax, in the left upper lobe, in a patient had come in for a bronchoscopy procedure. The patient was hospitalized, and a chest tube was placed. The chest tube was removed, and the patient was discharged on (B)(6) 2022. There were no faults or device malfunctions reported during the procedure.

Manufacturer narrative:
This event was reported from the needle-based confocal laser endomicroscopy to aid in lung nodule localization by robotic-assisted navigational bronchoscopy (clear) study. The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev f, monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling.